Manufacturer narrative:
No motor error alarm noted. Unit was unable to prime during prime test due to moisture damage on force sensor. Unable to perform excessive no delivery test and occlusion test due to prime and fill anomaly. Motor was tested outside the device and passed. Unit had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time 490 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.